Event description:
The user facility reported that upon insertion of impella cp on a 41 year old female, catheter was advanced too far, and the patient went into ventricular tachycardia (vt) but remained consciousness. After a few moments, patient lost consciousness and was defibrillated back to normal sinus rhythm. Va ECMO was placed and impella weaned to p2. The impella was repositioned under tee guidance. Impella was still pointing toward mitral structure, and was unable to be torque in opposite direction. Several days later the patient was escalated to impella 5.5. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27349 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 health effect - impact code 4647 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27349.